Event description:
It was reported that the patient underwent an ipg replacement procedure. Additional information was received that the reason for the ipg replacement was due to magnetic resonance imaging (MRI) conditionality. The explanted ipg will not be returned, as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg revision procedure.